Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. Additional information indicates that lead dislodgement was confirmed after the threshold test was performed. Furthermore, the physician had already scheduled the patient for a lead revision. This rv lead remains in service. No adverse patient effects were reported.